Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within spec and passed unexpected restart error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's family reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that sometimes doesn¿t rewind (had to press button multiple times in order to start rewind), act button was sometimes unresponsive. The insulin pump will not be returned for analysis.